Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, the inspiratory pressure transducer printed circuit board was replaced. The pressure transducer printed circuit board is part of the pressure measuring in the system. A faulty pressure transducer printed circuit board may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Evaluation of received device's logs, confirmed the claimed pressure transducer test failure. The logs show that the test failed due to that the zero pressure offset had drifted outside defined intervals (drifted more than +/-300 mv from factory default), for inspiratory pressure transducer printed circuit board. Mentioned pressure transducer printed circuit board measured that zero pressure offset was 2.528 v. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).